Manufacturer narrative:
The field service engineer (fse) replaced the isolatran line conditioner and resolved the issue. The fse incidentally replaced the dusty fan as a precautionary measure. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the burned isolatran line conditioner. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported smoke emitted from the instrument vents while analyzing patient samples involving the unicel dxc 860i synchron access clinical system. The customer stated there was a strong electrical burning odor and smoke was coming from the rear vents of the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection. There was no operator injury or adverse effect associated with this event. No visible flames were present, and the fire department was not contacted. No erroneous results were generated - there was no patient consequence associated with this event. The customer indicated the facility has an exposure control plan in place. The customer was advised to discontinue use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.